Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use and instructs the user to only use the syringe and needle provided by tandem to fill the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer was using an insulin pen to fill the cartridge and cold insulin had been used. There was no reported impact to the customer's blood glucose level.